Manufacturer narrative:
(B)(4).

Event description:
Additional information received, the patient's cornea recovered and the patient underwent photorefractive keratectomy (prk).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported, a corneal flap procedure was performed on a patients left eye. Before performing treatment with the excimer laser, it was noted that the flap was thin. The flap was deformed when they tried to open the flap and it was not able to be opened. A contact lens was placed over the patients eye and the procedure was terminated without excimer treatment. Corneal epithelial damage occurred in the patient. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
At the visit on site and prior to date of event the field service engineer (fse) changed the inclined offset and performed an upgrade from aqwa to green software. When a green software update is performed a clinical training of the staff is mandatory. The related surgery took place between the software upgrade on the device and the required clinical training on. It is mandatory that the first surgery with the new software must be conducted with the presence of the responsible clinical application specialist (cas). However, the clinic performed the surgery without authorization and presence of the cas. Log file review of the date of treatment shows that the user performed the ablation check eight times. But the video image of all eight ablation checks show that the green circle was too small. Thus, the ablation of all ablation checks was not within the required tolerance according to the user manual, but the user still confirmed manually the third and eighth ablation check and performed eight treatments during the whole day. It is required to confirm successful ablation check manually by pressing "yes" according to the user manual. The clinic was instructed several times by local company clinical application specialist and local technical service manager not to allow surgeries with untrained personnel and not to accept and start surgeries after a faulty ablation check. Data review of the screenshot on the treatment report allows to conclude, that there was some fluid on the cornea. A fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness. There is no indication a device malfunction caused or contributed to the reported event. Three different factors were identified to have caused or contributed to this event. Alignment of the device by fse after the performed update including change of inclined offset value. An inclined offset of +20 is unusually low and is a possible cause for too thin flaps and vertical gas break through. User error -the user confirmed manually to accept the ablation check which clearly showed an out of tolerance measurement. The related surgery should not have been performed according to specifications and user manual. Furthermore, the surgeon performed the surgery without required training on the software upgrade and without presence of the cas. A possible contributing factor to additionally reduce flap thickness is a fluid layer on the cornea which could be seen on the treatment report. An internal investigation was opened to address the state of the device on site and to define further actions related to service activities. (B)(4).